Event description:
Three recent occurrences (different pts) of "leaking" from the proximal line of the 4 lumen central venous catheters were reported at the surgery department meeting. The intravenous fluids apparently come back out at the insertion site. The surgeons feel that the catheters have the proximal infusion port too close to the pt's skin. They have been telling the staff to use another port and the fluids have infused fine. Of course, this limits the 4 lumen catheter to only a 3 lumen catheter.